Event description:
It was reported that the physician's vns programming tablet had mechanical damage. No one at the office knew how the tablet wound up to be the state it was in. No patients were negatively impacted by the tablet's condition as it was stated to still be functional. The tablet was received for analysis. Analysis confirmed that the tablet power switch button was oriented upside-down apparently due to user error, resulting in accidental removal and incorrect reinsertion. There was also some observed debris that prevented the tablet lid from closing. Once the power button was installed correctly and the debris was removed, no further anomalies associated with the tablet were identified during the analysis. Device manufacturing records were reviewed and found all specifications met prior to distribution. Since the manufacturing processes involve powering the tablet on, and no such issues were noted on the device record history, it is believed that this issue (power button replaced upside down) occurred out in the field.